Event description:
An endurant stent graft system was implanted into a patient for the endovascular treatment of a 6.4 cm in diameter abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as 11mm aortic neck length with accessory renal arteries arising from the top of the aneurysm sac. The aortic neck diameter measures 20 mm. Supra-renal neck angulation 40 degrees, infra-renal neck angulation 25 degrees but there is 55 degrees of angulation in the proximal aneurysm sack. Minimal calcification and no thrombus. Currently there is little change to the vessel morphology. A recent CT revealed that the stent graft has migrated 7-8 mm distally from the initial implantation site. There are no endoleaks present. The physician elected to implant an endurant 25x25x49 aortic cuff covering the area between the bifurcated stent graft and renal artery. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4).

Event description:
Received a film review. Based on the graft position relative to the renal arteries in the inter op angios from the initial implant and the intervention to implant an aortic extension it appears that the stent graft migrated distally 4-6 mm from the initial implant site. The vessel diameter at the renals does appear to have increased from 19-20mm at the time of implant to 22-23mm at the two year point when migration was observed. A 23mm bifurcated stent graft was initially implanted. It is possible that this increase in vessel diameter partially disengaged the anchor pins due to lack of oversizing and allowed the graft to migrate. There is also a large calcium deposit under the left renal that may have prevented the anchor pins in that area from fully engaging. The pre <(>&<)> intra-op images revealed the following information. The patient has tortuous, double lobed aneurysm, pre implant CT shows a tortuous aneurysm with 20 mm diameter at the renals, there is a large calcium deposit immediately under the left renal, the anchor pin pair over the left renal is possibly not penetrating the vessel wall, the stent is possibly held off of the vessel wall by the calcium deposit. The surparenal stent apices grouped on patient right side, likely due to the delivery system bias in tortuous anatomy. The two years post implant CT images revealed the following. The stent graft has migrated with the proximal edge at the start of the aneurysm, there is no sign of proximal endoleak or other clinical sequelae. The aorta centerline cross section shows vessel diameter below the renals has grown to 21-23 mm. An aortic extension was implanted on to address the migration. The inter op angio shows the stent graft has moved 6 mm on the left side and 4 mm on the right. The cause of the migration is unknown. It is possible that the increase in vessel diameter partially disengaged the anchor pins. The calcium deposit under the left renal may also have affected anchor pin engagement.